Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer had reported that the device stopped functioning with no pt adverse effects. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that a piece of the blade was broken off and missing. Per feedback from the operating room staff, the knife blade was intact during the case. It may have been broken off later or during cleaning.